Manufacturer narrative:
Eval: results - other: visual inspection of the lens showed a piece of the optic was torn out and is missing and one of the haptics was torn off and is missing. Conclusion - no conclusion can be drawn: the facility did not return the cartridge or injector used in the surgery for eval; therefore, no conclusion can be drawn.

Event description:
The facility states that the surgeon successfully implanted a model aq2003v intraocular lens with a model aq cartridge but noted damage to the lens after implantation. He successfully removed the lens without injury. The facility did not specify the model of injector used to implant the lens. Lot numbers for the injector and cartridge were also not specified.